Event description:
It was reported, that a biolox delta head, 12/14, 40 x -3.5 was implanted in 2009 on the right side and the pt suffers from pain. The exact implant date is unk. The same pt is treated in: (B)(4) - right side, (B)(6) - left side.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review as the pt has not been revised. Were lot numbers were rec'd for devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).